Event description:
A bent spike on the transfer set was found during patient use. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for damaged is not confirmed because evaluation of the returned sample did not confirm the alleged issue, and no manufacturing abnormalities were identified. The root cause was undetermined. The set was functionally hand tightened a lab (B)(4) titanium adapter without difficulty and was tested underwater at 8 psi with no leak noted.